Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported additional details of the event. On the ninth postoperative day, the patient also developed anterior chamber flare and was treated with steroids and antibiotics. The patient was also treated by intravenous injection. The symptoms improved after the initial medical treatment. There was no bacterium inspection performed. The surgeon's clinical judgment was that the event was non-infectious.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(6) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported slight corneal edema was confirmed with anterior chamber inflammation cell of 2+ on the first postoperative day. On the six postoperative day the symptoms of corneal edema and inflammation were improving. On the eighth postoperative day there was an increase of anterior chamber cells 2-3+. The following day, the inflammation cells kept increasing and fibrin was induced. Keratic precipitates were confirmed with slight symptoms of corneal edema. The symptoms were diagnosed as postoperative endophthalmitis and the patient was hospitalized. The eye drops were replaced. Conservative treatment was given to the patient as no deterioration of inflammation confirmed in the eye. The symptoms of endophthalmitis improved after a few days. However, antibiotic application was suspended due to the patient developed a corneal epithelium disorder. The patient was discharged from the hospital. The medical examination at the clinic confirmed that the was 1+ cell and fibrin adhered on the iol as well as vitreous inflammation of 1+ cell. Approximately, fourteen weeks after the surgery the eye drops were replaced with non-steroidal anti-inflammatory medication as there was no longer anterior chamber inflammation cells. The symptoms were resolved without any reoccurrence thus far. The lens remains implanted. There was no indication that a bacterium inspection was performed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. Based on continued trending of all acrysof® models the acrysof® iq toric sn6at6, sn6at7, sn6at8 and sn6at9 intraocular lenses (iols) for the (B)(4) market were added to the voluntary recall (29-sep-2015). (B)(4).